Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. As no samples were returned, a thorough product evaluation could not be carried out. Opsite post-op is specially designed to provide an absorbent but waterproof film dressing. As with all adhesive products, the skin should be cleaned and dried prior to application to ensure optimum adhesion. Unfortunately, due to limited information provided, we have been unable to confirm the reported failure mode and subsequently identify a probable root cause. A relationship between the product and the reported event could not be established. Should further information or the device become available this investigation may be reopened and reevaluated.

Event description:
It was reported that the patient used a flexible waterproof dressing on the wound post op which they said to leave on for 7 days (though guidance handed states 5 days). Even so, he had to replace it due to water seeping under and it started to peel. But it was a very good dressing. The nurse staff instead of providing a replacement dressing to match the original one they applied, they provided three of these (unknown product). When one was applied, it started to peel away within a half hour and actually became quite painful on the wound because it seemed to crumple up. No more information available.